Event description:
The customer stated a pt did not generate reproducible results on the axsym thyroid assays (tsh, free t4 and free t3). The following results were generated (unit of measure not provided): 2008, tsh: <0.03, ft4: 15.2, ft3: 22.45. 2008: ft4: 14.1, ft3: >46.08. In 2008, a sample was sent to another lab and yielded a free t3 result of 2.86 (range 3.8 to 6.0). Ten days later, another sample from this pt yielded a tsh result of 0.03 and a free t4 result of 14.5. This sample was retested two days later, with tsh results of 0.515 and 0.036, a free t4 result of 15.38 and free t3 results of 5.37, 19.36 and 45.20. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial MDR report was filed against the abbott axsym instrument (list number 7a83-01), manufacturing site abbott manufacturing, inc. (B)(4). Upon further review, the causative agent was changed to the reagents, axsym 3rd generation tsh (list # 7k49-20) and axsym free t3 (list # 7k50-20) which are manufactured by abbott (B)(4). As part of this investigation, a review of manufacturing and testing documentation showed that all axsym 3rd generation tsh and axsym free t3 reagent lots have passed all the required specifications. Control and panel values, assessed at the final product release testing stage for axsym 3rd generation tsh and free t3 reagents, met all the required specifications. A panel is an internal sample used to evaluate the acceptability of a new lot of reagents, calibrators or controls prior to release of the product to our customers. Panels are formulated to mimic patient samples. Statistical process control (spc) was used to track the tsh panels (panel h1, n and b) and the free t3 panels (low, normal and high). The spc tracking demonstrated that both axsym 3rd generation tsh reagents and axsym free t3 reagents are performing on target, within statistical control and all values are within the upper and lower specification limit. A review of complaint report records from (B)(6) 2008 2008 was performed on list number 7k50 (axsym free t3) and list number 7k49 (axsym 3rd generation tsh) and no adverse trends were identified. From our information review, we conclude that the axsym 3rd generation tsh and free t3 assays are currently meeting their safety, effectiveness, and label claims. Although a specific reason for the customer's observation could not be determined, the customer was provided with information regarding analytical interference and interfering substances. This is the final report.